Manufacturer narrative:
Pump was received with cracked battery tube thread, broken reservoir tube lip, cracked and bleeding lcd glass, detached/missing end cap and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was broken on the rear and on the back. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.